Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold on the leadless implantable pulse generator (ipg) was elevated at the pre-discharge device check. The plan is to re-check at six week follow-up visit in the pacing clinic to ensure the threshold does not continue to rise. The ipg remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that at the device follow-up the threshold was found to have reduced back to 1v (volt).